Event description:
The pt was almost non-responsive. Spouse tried to give pt oral glucose and pt refused. Spouse tried to check pt's glucose on the suspect device and obtained a result of 304 mg/dl. Spouse disagreed with the result and called the paramedics. When the emts arrived, they checked pt's glucose and the level was 45 mg/dl. Pt was treated with a glucose injection. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.